Event description:
It was reported that, "headless pin driver doesn't properly grab pins."

Manufacturer narrative:
Eval summary: the investigation concluded that the locking ball seal springs was damaged by the insertion of the headless pin. Incorrect or partial assembly of the drivers to the headless pins will cause damage to the ball seal springs, as the square feature of the headless pins rotate against the ball seal spring pin because of incomplete engagement with the head of the pin. This will eventually damage and remove the ball seal springs from the locking groove. The damaged spring prevents the headless pins from being retained by the headless pin driver. This event is believed to be user related. The device mfg history record indicates that devices of the reported lot were manufactured and accepted into final stock with no reported discrepancies.